Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing resulting in pacing inhibition, due to electromagnetic interference (emi) noise. This patient did not recall what they were doing while this occurred. Technical services (ts) recommended turning atrial tachy discrimination off. This patient has chronic atrial fibrillation (af) and an ablated atrioventricular node. This crt-d remains in service. No adverse patient effects were reported.